Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 04sep2019. The customer's repair technician reported that there was nothing wrong with the display, they just couldn't adjust the brightness due to a faulty nav-ring. The customer's repair technician ordered a nav-ring to address the reported issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that they were unable to adjust the brightness of the screen with the nav-ring. There was no patient involvement.